Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm fusiform abdominal aortic aneurysm approximately 9 months ago. The infrarenal and suprarenal angles were 10 degrees. The aortic neck was 12 mm in length, 28 mm in diameter at the renals and 32 mm in diameter just above the aneurysm, and without circumferential thrombus. The iliac arteries were mildly tortuous. It was reported that after the stent graft was deployed, there was a proximal type I endoleak. The physician implanted an aortic cuff and the endoleak was resolved. It was reported that at the 6 month post stent graft implant, the patient presented for a follow-up and there is a type ii endoleak from a single collateral vessel. Currently, abdominal aortic aneurysm is 4.7 cm in diameter at the 6-month follow-up. The patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak, type ii endoleak.